Event description:
During a balloon kyphoplasty procedure, the patient's blood pressure suddenly dropped. The patient was turned over, intubated and CPR was performed unsuccessfully. The patient expired.

Manufacturer narrative:
Results - no conclusion can be drawn.